Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 146 mg/dl, 414 mg/dl and 185 mg/dl. When all tests were performed within 10 minutes on the active s system. Reporter stated she took insulin based on the 146 mg/dl result. Reporter stated that a different time another comparative test of 400-499 mg/dl was performed back to back with a result of 140-159 mg/dl within 10 minutes on the same system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.